Manufacturer narrative:
Investigation ongoing; rc unknown.

Event description:
Surgery went fine. Malocclusion and scans showed that mandible plate broke on both sides. According to the surgeon root cause is that patient is grinding at night and stressed the plate. Revision surgery planned for (B)(6) 2025.

Manufacturer narrative:
The investigation concluded that the devices did not malfunction and there was no deterioration in the characteristics of the performance, and as such the devices met specifications. The exact reason for reported issue could not be established.

Event description:
Surgery went fine. Malocclusion and scans showed that mandible plate broke on both sides. According to the surgeon root cause is that patient is grinding at night and stressed the plate. Revision surgery is planned.